Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. There was no reported adverse impact to customer's blood glucose. Reportedly, customer continued to use pump for insulin therapy.

Manufacturer narrative:
On january 19, tandem quality engineer reviewed pump data logs. The logs were reviewed for 14 june 2022. The ciq (control iq)algorithm had entered ¿pining¿ mode and did not exit this mode. The algorithm can become stuck in this mode on the software version the patient is using. This can be addressed by performing a reset of the pump. This issue has also been addressed in the most recent software version. Complaint is confirmed.